Event description:
It was reported that an increase in capture threshold was observed. The pace/sense portion of the lead was capped. The defib portion remains active.

Manufacturer narrative:
No medwatch form was received.